Event description:
It was reported that removal difficulties occurred. A 3.00mm x 12mm nc emerge was advanced for dilatation at 20 atmospheres. However, during removal, friction was encountered. The device was stuck on a non-boston scientific wire. Eventually, the wire was left in place and the nc emerge was removed. The procedure was completed with a replacement device. There were no patient complications reported.